Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture on the right ventricular (rv) lead. Chest x-ray was performed and suggested cardiac perforation of the rv lead.